Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
Customer reported surgical issue - pain. On (B)(6) 2026, (B)(6) customer wrote: the patient experienced pain when I inserted the 11mm implant. I have this removed and immediately inserted 9mm implant and the procedure was not a problem anymore. I don't remember that there was an issue with the tools, so you can ignore that field.